Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 04-sep-2017. This spontaneous case was reported by a physician and describes the occurrence of menometrorrhagia ("disabling menometrorrhagia"), haemorrhagic anaemia ("menometrorrhagia with anemia"), abdominal pain ("abdominal pain") and uterine haemorrhage ("uterine bleeding quasi permanent") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stomach ulcer and appendectomy. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included menometrorrhagia with mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 3 days after insertion of essure, the patient experienced abdominal pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), the first episode of back pain ("lumbar pains") and pain ("pain"). On (B)(6) 2016, the patient experienced the second episode of back pain ("back pain"). On (B)(6) 2017, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and haemorrhagic anaemia (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, haemorrhagic anaemia, abdominal pain, uterine haemorrhage, pain and the last episode of back pain had resolved. The reporter considered abdominal pain, haemorrhagic anaemia, menometrorrhagia, pain, uterine haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: decreased quality of life because of uterine bleeding, only action possible was a hysterectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-sep-2017 for the following meddra pts: abdominal pain: the analysis in the global safety database revealed 1.232 cases. Menometrorrhagia: the analysis in the global safety database revealed 43 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 4-sep-2017: essure questionnaire provided. Patient's demographics and medical history were updated. Event "back pain" was added. Essure insertion and removal dates were updated. Hysterectomy performed on 03-jul-2017 after request of the patient and for medical reasons (disabling menometrorrhagia). The physician assessed the contribution of essure as: yes. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), uterine haemorrhage ("menometrorrhagia, uterine bleeding quasi permanent") and haemorrhagic anaemia ("menometrorrhagia with anemia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 8 months 3 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia, uterine bleeding quasi permanent"), back pain ("lumbar pains") and pain ("pain"). The patient was treated with surgery (only action possible is a hysterectomy). At the time of the report, the abdominal pain, uterine haemorrhage, haemorrhagic anaemia, menometrorrhagia, back pain and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, haemorrhagic anaemia, menometrorrhagia, pain and uterine haemorrhage with essure. The reporter commented: decreased quality of life because of uterine bleeding, only action possible is a hysterectomy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 22-aug-2017 for the following meddra pt: abdominal pain: n° 1153 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.